Event description:
Continued worsening of use of legs, continued worsening of pain in surgery area, sexual disfunction, urinary problems, joint pain knees, hips, back wrists, constant headaches/migraines, pain and numbness legs, feet, back, butt, testicals, and stinging at point of surgery.